Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcb2 onto pcb1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be due to a problem with pcb2.

Event description:
The customer reported via phone call that the battery not working. The customer blood glucose level was unknown. The alarm history did not contain for replace battery, replace battery now or power error detected. Battery did not last more than 1 week. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.